Event description:
It was reported the patient's bilateral stimulators were implanted only three inches apart and some programming crosstalk had occurred, due to this (refer to medwatch report # 6000032-2008-08540). It was also reported the patient's stimulators were replaced. The reason for replacement was not provided. Additional information has been requested from the hcp, but was not available as of the date of this report.